Event description:
During a balloon ablation procedure the first catheter was not able to achieve adequate pressure. A second catheter was used and was able to attain the adequate pressure but could not maintain the pressure. Within 24 hours the pt developed pain, fever and an elevated wbc. The pt underwent a laparotomy where thermal injury of the bowel and uterus were found. A hysterectomy and a terminal ileostomy were performed.